Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient had experienced beeping during the night, and it was stopped. However, the patient had only received a partial amount of the treatment. The facility was unaware of the exact amount administered. The patient was affected by receiving only a partial treatment. The event occurred while in use with a patient at the patient's home, and the operator of the device was a health professional.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.